Event description:
Customer reported with an issue of "cracked" on the device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1: customer full address name and address : (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation cracks in connectors, electrical contacts dented. In addition, corrosion of the scope mount, wear and flooding of the main body, imaging flooding, and cable flooding were observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on investigation, it is unknown what cause the reported phenomenon, and it was not determined whether the cause of the occurrence of the phenomenon was caused by customer handling. The instructions for use (IFU) addresses this failure: handling and general precautions: (warning). The electrical contacts of the video connector and their surroundings should be wiped dry with dry gauze and connected to the video system center in a sufficiently dry condition. In addition, make sure that the electrical contacts are free of dirt before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment failure or endanger the safety of the patient or surgeon. (Caution): do not apply impact to the camera head. Doing so may result in damage. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor complaints for this device. This report will be supplemented if additional information becomes available at later date.